Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture." Device has been explanted.

Event description:
Healthcare professional reported right side "intracapsular rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, broken shell and missing shell (50-75%). A visual and microscopic analysis was performed which identified: sharp broken shell and a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.